Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic and abdominal pain, dyspareunia, bleeding, urinary tract infections and stress urinary incontinence. All other information is unknown.